Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During a follow up cal,l the customer reported that the customer had trouble calibrating the insulin pump. They noticed that there were thirty to forty point differences between the sensor glucose and blood glucose values. No specific values were given. The customer stated that the insulin pump woke them up in the middle of the night and early in the morning; the insulin pump stated that the customer's blood glucose was 57 mg/dl but when the customer checked, their actual blood glucose value was 120 mg/dl. The device would alarm low predict. The customer declined troubleshooting. The customer's blood glucose at the time of the phone call was 120 mg/dl. Nothing further was reported.